Event description:
Procedure type: gynecological. According to the reporter: a pediport went in and locked, then fell apart. It was necessary to cut the plastic legs and remove the port from the pt. Some small plastic remained in the pt's abdomen after the port was removed. The plastic was removed by the surgeon. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss or tissue damage as a result of this problem. The case was not extended by more than 30 minutes. The lot number of the device is unavailable as the packing material was disposed of into contaminated waste. However, the device will be returned for investigation.

Manufacturer narrative:
(B)(4).